Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved and 20 plum 360 infusion pumps. Medsun report # (B)(4) was provided, however, a copy of same was not provided. All units were reported to stop infusing and some of them turned off without the device properly alarming the user about a possible malfunction. The medsun report stated that after proper troubleshooting, the user facility identified the pump battery as the cause of the problem. They recently installed battery in the units did not hold enough charge nor did it maintain proper capacity after fully charged. Because of this battery condition, the pump suddenly turned off without alerting the user of a low battery condition. The batteries installed in the units were the ones sent to the user facility as replacement batteries from the previous battery recall. It was also reported that after reviewing the units that failed, all batteries were from the same lot number, lot# 230303v21. The event occurred during infusion. There was patient involvement; harm was not reported as a consequence of this event. The exact quantity of devices that did not alarm was not specified.

Manufacturer narrative:
No pumps are returning, only the batteries. These batteries do not need to undergo testing or evaluation at this time. This is a general complaint, where no device was returned to the service hub for analysis and evaluation. Therefore, no visual inspection and functional testing were performed to determine if the device played a role in the adverse event. The 12-month service history could not be reviewed as the customer did not provide the serial number of the pump.